Event description:
The customer observed positively biased k+ qc results on a vitros 350 analyzer. No pt samples were processed due to the biased qc results. Biased results of the direction and magnitude observed may results in inappropriate physician action. There was report of pt harm as a result of this event.

Manufacturer narrative:
Investigation of this event concluded that the customer obtained atypical calibration responses that are indicative of reconstitution error. After using calibrators reconstituted in accordance within ocd recommendations, acceptable calibrator responses and calibration parameters were obtained. The qc results obtained post-recalibration were all acceptable. The root cause of the event was user error.